Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 135 mg/dl. Prior to the event, the patient was in the pool. The unit is vibrating without an alarm or an alert. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. No vibration anomaly noted. The device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.